Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Five months later, a postoperative computed tomography scan revealed a type I or type ii endoleak. The physician will continue to monitor the patient and determine if reintervention is required.

Manufacturer narrative:
The devices remains functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pcc141000/lot#03438494).